Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified right femoral artery. On the first inflation a f/g sterling otw 6.0 x 100/135 (hybrid) was inflated for 1 minute at 3 atmospheres. On the second inflation, the balloon ruptured at 8 atmospheres. The balloon was removed intact. The procedure was completed with a different device. Patient status is listed as good with no complications reported.